Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result and point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 6.7, laboratory inr: 1.6, poc inr: 1.6; (B)(6) 2013, 6.8, 1.7, 1.6. The time between testing was within minutes. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Date estimated as (B)(6) 2013 a the date of the event was reported as occurring, "one day in (B)(6)." Investigation pending.